Event description:
The device was implanted in 2001. One day before the event day, the pt was getting intermittent red heart alarms at home and complained of a different noise coming from the device. The pt went to the hospital and upon arrival the device was working properly. The intermittent alarms continued and at one point the pt felt that the device had stopped. As a result, the device was exchanged for another device in 2002.